Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported blood leakages were noted on the distal connection and patient's shirt after one hour of the infusion. No patient harm was reported.

Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of a leak during a blood infusion was confirmed. During visual inspection it was observed that the connection of the male luer to the maxzero valve contained blood residue in and around the threading. Functional testing showed no anomalies. The root cause of the customer's report was not determined.

Event description:
The customer reported that blood leakage was noted on the distal connection and patient's shirt after one hour of the infusion. No patient harm was reported.